Event description:
It was reported that during a stent procedure a dissection was noted proximal to the stent after deployment. Attempts to post dilate were unsuccessful; therefore, the pt underwent bypass surgery. Reportedly the pt is doing well post operatively.